Event description:
It was reported that this right atrial (ra) lead was suspected to have been damaged during a procedure. The ra lead was observed to exhibit undersensing and high pacing threshold measurements. A lead revision procedure was performed, and the ra lead was explanted and successfully replaced with a new lead. The lead was retained by the facility and is not expected to return for analysis. No additional adverse patient effects were reported.